Event description:
The facility representative reported failure code 814:04. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
Evaluation summary: the condition of fail code 814:04 could not be confirmed on site at the customer location. No action was taken. Typically, this fail code is related to the pump head module. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.